Manufacturer narrative:
Updated data: b5. B7. G2. H6. Additional codes: annex es. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the onset of myocardial infarction (mi) occurred two weeks following the successful valve I mplant. Subsequently, the patient presented with symptoms of nausea, hypotension, dizziness, and chest pressure. Per the physician, the cause of the mi was st elevation mi due to total occlusion of the ostium of the right coronary artery. In addition, the valve did not cause or contribute to the mi and there was no evidence of valve migration. However, it was unknown if there was evidence of thrombus. It was noted the patient¿s anticoagulation was held due to large groin hematoma that could have contributed to the mi. During the index valve implant procedure, groin hematoma was noted as a complication.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two weeks following the implant of this transcatheter bioprosthetic valve, the patient died from acute myocardial infarction (mi).

Event description:
Additional information was received that during the index implant procedure, the right side was used as the access site for the delivery catheter system (dcs). Following the index implant procedure, right groin hematoma (gh) was observed. Per the physician, the patient had a history of pseudoaneurysm and was a very high risk for vascular complications and this is why a femoral cut-down was performed. According to the physician, the dcs cause or contributing factor to the gh was unknown. It was noted that bedrest and anticoagulants were provided as treatment. In addition, the patient¿s history of pseudoaneurysm contributed to the gh. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Additional codes: annex f. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review of the event. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and confirmed a good load. The valve was deployed to 80% and depth assessment was performed. The depth at the non-coronary cusp was approximately 0mm. An additional angiogram in an alternate view was performed confirming a shallow depth at the non-coronary cusp (ncc). Depth assessment at the left coronary cusp (lcc) was performed in the left anterior oblique (lao) view confirming a depth of approximately 4mm. Even though the depth at the lcc was acceptable, a depth of 0mm at the ncc would warrant a recapture. Post-implant angiogram revealed presence of coronary perfusion but significant aortic insufficiency. The angiogram does not allow for proper visualization of the depth at the ncc, so it is not possible to confirm final depth of the valve after release. There is evidence that a post balloon aortic valvuloplasty (bav) was performed. However, final angiogram post bav was not performed. Additionally, it was reported the patient had a right sided hematoma. Peripheral angiogram of right side was not provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.